Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to foreign substance on the smart pneumatic module assembly. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed "power-on self-check failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.